Event description:
Per independent repair center statement the unit was alarming or red light. The key failure was the poppet valve for the solenoid was not shifting. Additional malfunctions include the pe valve was not shifting.